Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection revealed that the outer layer (ptfe coat) had been sheared off the outer surface of the wire on approximately 75 - 150 mm from the distal fracture end of the device. Magnifying inspection of the ptfe coat-sheared segments found that the outer layer (ptfe coat) had been sheared in the proximal direction. This implies that the actual device was abraded with a sharp object. There was not any other anomaly on the remainders of the device. The outside diameter of the ptfe coated segment was measured on the undamaged section and confirmed to meet manufacturer specifications. The undamaged outer layer (ptfe coat) was removed from the core wire to evaluate the state of the adhesion of the outer layer (ptfe coat) to the core wire. Magnifying inspection confirmed it was equivalent to that of the current product sample with no lifted or gapped section on the coat. Reproductive testing was performed on a current product sample of the visiglide guide wire. The test sample was let to have contact with a sharp tool (in this test, a metal plate approximately 1 mm in thickness was utilized) on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. From this result, it is likely that the damage was generated on the actual device when the actual device was pulled in the proximal direction. The test sample was let to have contact with an inserter on the outer layer (ptfe coat) by pushing the outer layer (ptfe coat) segment against the inserter. In this state the test sample was pulled in the proximal direction. No damage was generated on the shaft. The test sample was fixed to a plastic torque device gently on the outer layer (ptfe coat). In this state the test sample was pulled in the proximal direction. Some scratches were generated in the distal direction on the outer layer (ptfe coat). No peeling of the outer layer (ptfe coat) occurred. The forceps elevator on the endoscope was raised while a guide wire is inserted in it. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the outer layer (ptfe coat) off the shaft. Review of device history records and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endo therapy accessory and determine the cause by fluoroscopy. Continuing to manipulate the guide wire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and /or endo therapy accessory. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual device was exposed to abrading force which exceeded the strength limit of this product by coming contact with a hard object while being inserted into the biliary duct, resulting in the shearing of the ptfe coat. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that during a epbd procedure, the actual visiglide guidewire was placed in the bile duct, when the user found that the distal section had unraveled. The procedure was continued until the completion. The procedure outcome and patient condition was reported to be unknown.